Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the deflectable videoscope flickered and then disappeared. The issue occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed using a similar device and there were no reports of delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject event ¿blackout¿ was observed, and the device did not meet the standard specifications and function. The root cause could not be identified. The probable cause of the defect was likely due to damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The instruction manual identifies the following inspection method for the suggested event which could have detected the phenomenon: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.